Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Follow up information received from the patient reported that there were no environmental, external, and/or patient factors that may have caused their issue. As a step taken to resolve the issue, the patient changed the program. There were no further complications reported or anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was implanted with an implantable neuro stimulator (ins) for urinary dysfunction/sacral nerve stim and gastrointestinal/pelvic floor it was reported that the patient feels that the stimulation is too "accelerated", and clarified stated that it is too strong and uncomfortable. Patient was redirected to follow up with their health care professional no further complications were noted or anticipated.